Manufacturer narrative:
Philips service replaced the image disk cables and sib board and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no images were displayed after startup and onboard malfunction was confirmed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.